Event description:
It was reported that the pump screen unexpectedly went blank and the led failed to blink, causing concern for the user who also experienced a prior malfunction. There was no information available regarding the impact on the customer¿s blood glucose level during the event. The customer, feeling uncomfortable using the pump, was informed about the need for a replacement, which was facilitated under warranty. Technical support provided instructions for returning the malfunctioning pump and confirmed all necessary details for shipping. The specific backup therapy the customer intended to use was not disclosed.